Event description:
The customer reported via phone call that she had been getting high blood glucose. Customer stated that she went to the doctor and adjustments were made. Customer's blood glucose at the time of the incident was 386 mg/dl. Customer's current blood glucose was 496 mg/dl. Customer stated that she feels nauseated. Customer stated that she has only used the pump to treat. Customer stated that it was working because the insulin was going down. Customer reported that she has contacted her health care professional regarding her high blood glucose. Customer stated that she only changed the tubing. Customer stated that the insulin is brand new. Customer does not have a tubing clamp available. Customer was advised to do a complete set change. Customer will be sent a tubing clamp. Customer stated that she changed her set about 2 hours ago.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.